Event description:
It was reported through the litigation process that two years, five months, and twenty-nine days post a port placement via the right internal jugular vein, the patient allegedly developed an infection and the blood culture resulted positive for achromobacter xylosoxidans, gram negative bacillus and serratia liquefaciens. Reportedly, the port was removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and six months post port placement, blood samples were collected for culture. The culture results showed achromobacter xylosoxidans, gram negative bacillus and serratia liquefaciens. Around five days later, removal of infected infuse-a-port was performed. The port was dissected, removed completely along with the port catheter. The tip was sent for culture and sensitivity. Therefore, the investigation is confirmed for the reported bacterial infection based on the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2022). H11: b3, b5, d4 (medical device lot number), h6 (patient, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two years, five months and twenty-nine days post a port placement via the right internal jugular vein, the patient allegedly developed infection with the blood culture resulted positive for achromobacter xylosoxidans, gram negative bacillus and serratia liquefaciens. Reportedly, the port was removed from the patient. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event, as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.